Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is rewinding by itself. Customer indicated that their doctor does not want them to use the pump. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No rewind anomaly was noted during testing. The pump was received with intermittent button response during testing due to a flattened dome switch on the act button. The pump was received with minor scratches on the lcd window. The lcd connector was inspected and no anomaly was noted.